Event description:
The customer reported the ventilator power cord sparked when plugged in. The customer reported the ventilator was not in use on a patient, therefore there was no patient harm or involvement. Upon evaluation of the power cord, the manufacturer's service technician reported the power cord plug was missing one prong and was tarnished. The service technician replaced the power cord to complete the repair. Extended self testing (est) was completed and all passed to operating specifications.